Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. A different wand was used, but telemetry could not be established. A boston scientific crm technical services (ts) consultant recommended applying a magnet to elicit beeping tones, which would verify that therapy remained available. The health care professional indicated that an invasive procedure will be performed to assess device functionality. To date, there have been no reported patient symptoms associated with this clinical observation.